Event description:
The customer complaint indicates that the datalink 2000 (dl200) system merged results from two different instruments (access immunochemistry analyzer and the synchron lx20 analyzer) for different patients. The error was identified prior to any results being reported from the laboratory because the tests reported were inconsistent with those ordered. While no injury has been identified, when patient results are mismatched, the potential exists for diagnosis or treatment to be based on results not belonging to that patient. The dl2000 is used as an ancillary device to consolidate the workstations of beckman culter instruments. Complete failure investigation is ongoing by the company.